Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with pump failure was confirmed as failure code 812:02 but not reproduced during evaluation. The root cause was not identified. Therefore, no further correction was made concerning this event.should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that was displaying pump failure during set-up. There was no patient involvement, injury or medical intervention reported related to this event. This device utilizes user interface module master software version 7:01:00. No additional information is available. Through baxter review if the event history, it was determined that failure code 812:02 occurred on (B)(6) 2011.